Manufacturer narrative:
The device passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. The device was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history screen. The device then was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily and summary history screens. The units left at the device display matched properly the units left at test reservoir. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was alleging possible pump under delivery. The customer¿s blood glucose level were 274 mg/dl, 218 mg/dl. Customer treated there high blood glucose by giving manual shots. Customer was using auto mode feature. The device will be returned for analysis.